Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete detect and treat testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes and the trunk cable were both pulled from their strain reliefs, damaging wires in the cables. The root cause for the strained cable was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that an electrode belt was unable to complete incoming functional testing.